Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader will be required. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported both high and low readings issues with the adc freestyle libre. Sensor scan results of 70 mg/dl, 71 mg/dl, and 86 mg/dl, were compared to hcp meter readings of 100 mg/dl, 106 mg/dl, and 53 mg/dl, respectively. The customer further noted that she felt sleepy and went to the emergency room on (B)(6) 2019 and a private clinic on (B)(6) 2019. The customer reported that she received "glucose by mouth" as hcp treatment the "first time" because "she was in 60". It is noted that only one of the hcp meter readings reported is indicative of hypoglycemia. There was no report of further treatment or intervention. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported both high and low readings issues with the adc freestyle libre. Sensor scan results of 70 mg/dl, 71 mg/dl, and 86 mg/dl, were compared to hcp meter readings of 100 mg/dl, 106 mg/dl, and 53 mg/dl, respectively. The customer further noted that she felt sleepy and went to the emergency room on (B)(6) 2019 and a private clinic on (B)(6) 2019. The customer reported that she received "glucose by mouth" as hcp treatment the "first time" because "she was in 60". It is noted that only one of the hcp meter readings reported is indicative of hypoglycemia. There was no report of further treatment or intervention. There was no report of death or permanent impairment associated with this event.